Manufacturer narrative:
The reported event of infection is unrelated to the working condition of the device. The complaint of the loose set screw was not confirmed in the lab. Header bore hole measurements are within normal device parameters. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 22017865-2021-40212. It was reported that the right ventricular (rv) lead and implantable cardioverter-defibrillator (ICD) exhibited noise and impedance anomalies, and the patient experienced hematoma and infection of the ICD. Upon explant of the ICD, it was observed that it exhibited a loose set-screw connection, which was alleged to be the cause of the rv lead's noise.